Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section with scraping on the distal end of the instrument main tube. The scraping was approximately 3" above the tube extension and located all around the outer diameter. It was determined that this failure mode may have been caused by a potentially defective cannula accessory. The site has previously returned defective cannula accessories. As no damage was found to the cannulae currently being used by the site, it was determined that this instrument may have been used with the previously returned defective cannula accessories based on the instrument manufacture date and number of uses remaining. The following medwatch reports were submitted for the defective cannulae previously returned from the site: MFR. Report #2955842-2007-00021, MFR. Report #2955842-2007-00022, and MFR. Report #2955842-2007-00023.

Event description:
It was reported that the sheath of the monopolar curved scissors instrument was slivering. The site evaluated their cannula accessories and no defects were found. No additional information was provided. No patient harm, adverse outcome or injury was reported.